Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump was set to deliver 240 ml at 240 ml/hr and that the pump showed that it delivered 112 ml and that they estimated the actual amount delivered to be 400 ml. Mmdg did not follow up with the initial reporter because no further information was available or required. The patient did not experience any adverse effects due to the complaint and their pump was replaced. No other information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmd for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmd for investigation, the pump operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was over infusing. They stated that the pump was set to deliver 240 ml at 240 ml/hr and that the pump showed that it delivered 112 ml and that they estimated the actual amount delivered to be 400 ml. Mmdg did not follow up with the initial reporter because no further information was available or required. The patient did not experience any adverse effects due to the complaint and their pump was replaced. No other information was provided. Complaint (B)(4).